Event description:
As reported in the reference manufacture report number 6000001-2009-00439, in 2009, the physician from the facility contacted the baxter sales rep to report that six to seven blood stream infections occurred since they switched to flolink IV access device with positive fluid displacement and that they are not sure if they should continue using the product. It was suggested by the baxter sales rep that the infections could be related to the technique the nurses are using with the product. The customer switched to the flolink product approx three months prior. On the month after the original month, additional information was received clarifying that 10 patients from this facility had blood stream infections. The following lot numbers were provided by the clinic as the ones they have in stock, although they may not be the ones associated with the blood stream infections. This patient was being treated for pancreatic cancer in the oncology floor and has a peripherally inserted central catheter (PICC) line placed thirteen days prior to original date. A blood stream infection occurred 9 days after placement of the PICC line nine days later. The type of infection is abbreviated as (enc, cf). Additional information regarding this report has been requested of the facility including explanation of infection abbreviation.

Manufacturer narrative:
Reference manufacture report # 6000001-2009-00439. It is not known at this time if samples will be returned for evaluation.